Event description:
The patient called lfs alleging that their one touch profile meter would only prompt the insert strip message. Senior medical affairs specialist spoke with the patient in march 2004 to obtain additional info. At 8 am the patient obtained a 160 mg/dl control on their meter, took 20 units of insulin, and ate 2 biscuits with butter and milk for breakfast. At 10 am the patient reported vomiting and feeling as though patient was going to pass out. Patient's family relative drove patient to the hosp and 11:30 am a calibrated lab test read above 700 mg/dl. Patient was treated with insulin and IV fluids and released later that day at 9 pm. The patient had been feeling fine the day before and had no apparent symptoms when patient obtained the 160 mg/dl control. Patient took the insulin based on their sliding scale and did not retest on their meter prior to being taken to the hospital. Patient was unable to provide expiration dates on their products, serial, or lot numbers due to their blindness. Patient had been cleaning thier meter with an alcohol pad and did not have test strips to troubleshoot the insert strip prompt. Patient mentioned that the insert strip would only appear on occasion. Based on the info supplied by the patient, there is no real indication that the product malfunctioned. The reading obtained by the patient should have alerted the patient to retest with a new test strip and possibly with a larger drop of blood. However, the patient took patient insulin based on the reading and suffered a serious injury as a result of use error. Hence, the event meets the criteria for a medical device reportable. Patient's meter, test strips and control solution were replaced.